Event description:
It was found during investigation of a returned pump that the upstream occlusion sensor was failed. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Functional testing was performed. The upstream occlusion (uso) sensor was found to be inoperable. The allegation made by the complainant was confirmed. Service history review identified the complaint was not related to a previous service of the device within the review period. The probable root cause of the reported issue is failed uso sensor. The uso sensor lcd lens was replaced. The device passed all functional testing after repair.